Event description:
The defective handle of the reprocessed mapping catheter would not allow the catheter to move into the appropriate position. The catheter was removed and replaced with a new catheter without incident or harm to the patient. Manufacturer response for mapping catheter, lasso 2515 mapping catheter (per site reporter): clinical site works directly with the manufacturer to return product.